Event description:
It was reported that during a subtotal gastrectomy procedure, the distal part of the staples (about 1/5) were malformed. Some staples were "m" shaped and irregular. The surgeon reinforced the site with sutures. The procedure was extended by 20 minutes. There was no pt consequence.

Manufacturer narrative:
Date sent: 12/04/2008. Info anticipated, but unavailable at this time.